Event description:
It was reported by the surgeon that during the procedure it was not possible to use the 22 and 28 trial heads with the pe acetabular insert. Additional trial heads were available in the theater which were used to complete the trialing.

Manufacturer narrative:
The trial heads used during the procedure were part of a mets modular proximal femur loan kit. This has been used in various hospitals with no issues reported. The kit was inspected on its return to siw. No causes for the failure were identified as the parts conformed to specification. It is not possible to identify the root cause of the reported complaint.